Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral tray, unknown humeral bearing, unknown glenosphere, unknown glenosphere baseplate. Rauck, r; eck, e p; o'donnell, e; chang, b; craig, e v; dines, j s; dines, d m; warren, r f; gulotta, l v. Survivorship of onlay-type reverse total shoulder arthroplasty at midterm follow-up. Abstract. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04123, 0001825034 - 2018 - 04124 , 0001825034 - 2018 - 04125, 0001825034 - 2018 - 04126.

Event description:
It was reported in a journal article that there were eight (8) reverse total shoulder arthroplasty revisions due to instability. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event it is determined that, this product is not reportable. The initial report is submitted in error and should be voided.